Manufacturer narrative:
Event date - 'over a year ago'. Implant date - 'four years ago'. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-04216. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The lesion location and characteristics are unknown. Two taxus express2 stents were implanted four years ago and the patient had taken plavix for three years. Over a year ago, the patient was scheduled for knee surgery and discontinued plavix. After the surgery, the patient experienced a myocardial infarction. Stent thrombosis was identified. No further patient complications were reported and the patient's status is good.